Manufacturer narrative:
(B)(4). Video evaluation summary: one video was provided. The video shows tissue. At the 2:49 mark a trocar is passing through tissue. At the 3:01, an anvil can be seen placed on tissue. At the 3:41 mark the anvil is attached to the trocar. At the 4:17 mark the device is closed. At the 8:25 mark bleeding is observed. At the 14:18 mark two b-formed staples can be seen. Based on the video, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: the whole complaint steps were revised as follows. The surgeon fully closed the device up to the lowest staple height. He fired the device but didn't feel any tightness or tension that he usually felt when the device was closed and fired. So, he stopped around at half-way of firing sequence, not hearing washer-crashing sound. When he looked at the green range, the orange indicator went up to the bar of second thickest staple height. (He didn't see the scene that indicator was going up to the level) he closed the knob again but it rotated in the open direction. He once again closed and held the knob, not to rotate and then fired the device, hearing the washer-crashing sound. The proximal donut was abnormally thin and small. When they checked the anastomotic site trans-anally, the staple was not b-shaped and stayed in the initial shape. The site was hand-sewn for reinforcement.

Event description:
It was reported that in low anterior resection case, the fellow fired the device, and he explained that the tactile feedback from the rotating knob was abnormal. In usual case, he feels opposing feeling, but in this case it seemed the rotating knob doesn't stop to rotate. While he tried to remove the device out of the lumen, accidentally the device was half-fired. So he fully fired, and that's when he heard the washer's cracking sound. Proximal donut was usually small and thin. Through transanal camera, staples were shown not making b-shape, and the staple leg was not fully closed, so they did reinforce suturing to close the case.